Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that mdu will not fit into the shaver box. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The information received by the investigation has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Overheating event is not related to the initial malfunction, an additional case was opened in order to capture that additional malfunction (overheating) please refer to case number (B)(4) . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.